Event description:
It was reported that tesistance was met while advancing the device over a guide wire outside of the paitent and during the removal attempt, the tip of the catheter separated and remained on the guide wire. The separated tip was easily identified and removed from the guide wire.